Event description:
Customer's family member called to report the customer was hospitalized for high bgs and large ketones. Bgs were treated with 10u with the pump prior to the call, and 3u with manual injection half hour before the call. Troubleshooting was performed. It was stated that the customer changed the batteries and received a reprogram alarm. Customer did reset time but did not reset the basal rates. Family member was not aware of this. Also a low battery alarm was found as well as two other programs alarms. Additionally family member found a possible site issue.